Event description:
The pt received two leads with the same lot number. It was reported the pt had the scs system explanted two yrs ago. The exact date of explant was unk. The pt reported the system was malfunctioning because it was causing a vibration sensation in her body.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.